Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the customer experienced hyperglycemia and battery cap was break. The customer blood glucose level was 410 mg/dl. The customer was assisted with troubleshooting. Customer stated that threading around the battery compartment broke off and was stuck in the in the insulin pump so now the battery was stuck and was not come out. The insulin pump will be returned for analysis.